Manufacturer narrative:
Device was used for treatment, not diagnosis. Device product code is nkg, common name orthosis, cervical pedicle screw spinal fixation. Secondary code kwp. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synapse 3.5mm titanium (ti) rod 120mm at level t1 is either broken or has slipped out of the 4.0mm ti cancellous polyaxial screw. The patient had undergone the initial surgery for a posterior fusion with synapse at levels c3-t1 on (B)(6) 2015 for degenerative disc disease. The initial surgery was completed successfully. During a routine follow-up exam on an unknown date, an x-ray was taken and it was noted that the synapse 3.5mm ti rod 120mm at t1 on the patient's left side is either broken or has slipped out of the 4.0mm ti cancellous polyaxial screw. The patient is asymptomatic. The surgeon has no plans for a revision surgery and will continue to monitor the patient's status. This report is 1 of 1 for (B)(4).